Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 4314718, medical device expiration date: na, device manufacture date: 2015-01-02. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 8mm 90 bx 450 mo was missing expiration dates. The following information was provided by the initial reporter: material no: 328289, batch no: unknown (reported 1314718), 4314718. It was reported that the expiration dates were missing from the product box. Verbatim: consumer reported no expiration dates on 5 product boxes. Stated he has 3 boxes of pen needles and 2 boxes of insulin syringes. Stated he thinks they are about 8 years old. Stated he used some of the pen needles, he did not know they could be expired. Consumer could not locate a trademark or manufacture date on product boxes. Advised consumer products are tested for 5 years and these boxes could be expired.

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch number being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that syringe 1.0ml 8mm 90 bx 450 mo was missing expiration dates. The following information was provided by the initial reporter: material no: 328289 batch, no: unknown (reported 1314718), 4314718. It was reported that the expiration dates were missing from the product box. Verbatim: consumer reported no expiration dates on 5 product boxes. Stated he has 3 boxes of pen needles and 2 boxes of insulin syringes. Stated he thinks they are about 8 years old. Stated he used some of the pen needles, he did not know they could be expired. Consumer could not locate a trademark or manufacture date on product boxes. Advised consumer products are tested for 5 years and these boxes could be expired.